Event description:
Reporter indicated that a system diagnostics test at an office visit yielded high lead impedance reading indicating a possible lead break. The patient has not felt stimulation for about three to four months prior to the reported event. Review of x-ray by manufacturer did not identify any obviouis lead discontinuities; however, the electrodes were found to be inverted on the vagus nerve. Revision surgery is likely. No serious injury was reported.

Manufacturer narrative:
H.6: pa and lateral of chest and neck x-rays were reviewed. Results - pa and lateral of chest and neck x-rays: no indication of lead discontinuities within the system. Revealed inverted electrodes on the vagus nerve. Device failure is suspected but did not cause or contribute to a death or serious injury.